Manufacturer narrative:
H3: product analysis product ID (B)(4); lot# 90bx a visual review of the returned implant identified that portions have been broken. Microscopic examination of the inserter interface identified damage to the threaded hole area and deformation on the top face, and fracture on one side around the inserter tang interface, consistent with significant impact and torsional loading. Microscopic examination of the fracture surface of the broken portions of the implant identified a fracture with rays emanating away from the area of crack initiation, consistent with brittle overload. The observations are consistent with impaction overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having direct lateral interbody fusion (dlif) approach. It was reported that the device was damaged. While the surgeon was implanting the product, we noticed the inserter/implant made a distinct noise. After looking at the xray, we notice the inserter was bent and the implant was damaged. So, we are not sure if the implant caused the inserter to bend or if the inserter bending caused the implant to break. The mallets were broken. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that it was a failure on the inserter prongs that created the breakage/failure on the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.